Event description:
It was reported that med staff have experienced ongoing problems attaching and maintaining a secure connection between the inner and outer cannulas with use of multiple dct, disposable cannula low pressure cuffed tracheostomy tubes. Specific info regarding the number of pt's, involved devices, usage, lot numbers etc. Have been requested but not rec'd by the MFR. There were no reported pt injuries associated with the reported experiences. The involved devices were reportedly available to be returned for testing and evaluation. As of this date, the involved devices have not been rec'd by the MFR.